Manufacturer narrative:
(B)(6) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The patient experienced hypoglycemia, fell, and broke his leg. Emergency medical services (ems) was called and his bg per ems was 30 mg/dl; however, his cgm value was 70 mg/dl. He was treated and transported to the hospital where he was admitted for a broken leg. At the time of contact, the patient was at a rehabilitation hospital and expected to be discharged home on (B)(6) 2019. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.